Manufacturer narrative:
Only the catheter passer was returned. There was a break approximately 4.5 cm from the distal tip of the obturator. The site of the break had an uneven, jagged edge. It is unknown how or when this damage occurred. The handle of the passer was not returned. The instructions for use that accompany the device caution ¿subcutaneous catheter passers can break at welds or component assembly points, or due to extreme deformation of the malleable shaft. Sudden breakage can lead to trauma of tissues or organs, and damage to the shunt system.¿ a review of the manufacturing records showed no anomalies. All catheter passers are 100% inspected at the time of manufacture. Correction: the date the device was returned was july 27, 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the plastic line from the disposable subcutaneous catheter passer was broken/cracked in the box. According to the report, the device had not been in contact with the patient as it was broken out of the box.